Event description:
Patient reported left side "defective implant" (captured as rupture) and capsule fribrosis. Healthcare professional reported rupture and capsular contracture, baker grade ii. The device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.